Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The pump was received missing reservoir tube o-ring, pillowing keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump is damaged, reservoir compartment has a crack. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.